Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 750 ml. Flow rate: 5.0 ml/hr. Procedure: deep inferior epigastric perforators (diep). Cathplace: tunneled into the rectus. Catheter break outside of pt. Approximately a 6" segment broke off. The catheter was removed by the nurse. Resistance value was recorded as "1" (low resistance). Appears to be a straight break, no stretching.

Manufacturer narrative:
Method - sample has not yet been received, but was reported to be available. Results - without the actual product, an analysis cannot be conducted. Conclusions - a follow-up report will be filed when the investigation is complete.